Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that an animal underwent a veterinarian procedure on an unknown date and suture was used. Days after being used in a spay procedure, the suture broke.